Event description:
It was reported that after the implant procedure was completed and the physician was closing, the patient suffered an acute loss of blood pressure. Cardiopulmonary resuscitation (CPR) was initiated. Upon return of blood pressure and respirations, CPR was discontinued. It was felt that all of the sedation for defibrillation testing caused a vasodilatation resulting in severe hypotension. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m55 lead, (B)(6) 2014. (B)(4).